Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/09/2008 by phone, fax, and mail. A completed questionnaire was received on 09/18/2008.

Event description:
A surgeon reports noting bubbles in the intraocular lenses (iols) of two patients five years following implant surgery. In a follow-up, the surgeon reports the outcome for the patient as "good". This report is for the second patient.